Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a crack in the luer adaptor was inconclusive due to the sample condition. A photograph of a 6¿ macro extension tubing set from an IV select statlock device was returned for evaluation. An arrow was drawn near the sample which pointed to the female luer adaptor, which is where the sample reportedly leaked from. No obvious cracks or deformation was noted in the luer adaptor. However, no close-up photographs of the reported damage were provided and therefore the damage may not have be visible to the investigator. There were no distinguishing features in the provided photograph which could be used to independently confirm the complaint and/or aid in identification of a specific root cause. Possible contributing factors for a cracked luer adaptor could include dimensional incompatibility, forceful insertion of the valved connector during manufacturing, damage from shipping/handling, or other unidentified factors. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. A lot history review (lhr) of jugq3281 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported " fluid leaked from a crack in the hub."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jugp0232 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported " fluid leaked from a crack in the hub."